Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead showed loss of capture, low pacing impedance, and helix tip issues. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue, failure to capture and low pacing impedance. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was over torqued due to procedural damage. The measured full helix extension length was within specification. The reported events of failure to capture and low pacing impedance were not confirmed. Visual and x-ray examination of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Additional information notes device will not be returned. Update to h6 codes.

Event description:
New information notes the device will not be returned.